Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that at the implant of this cardiac resynchronization therapy defibrillator (crt-d), the rate/sense portion of a right ventricular (rv) lead from another manufacturer was connected to the device and no pacing was observed. However, when the high voltage coil was connected, pacing was observed. Boston scientific technical services discussed that rv pacing would have been expected once the rv rate/sense was connected and the set screws were screwed down and the device was programmed to pacing mode. The lead pin was taken out and connected to the previous device and pacing was observed. The lead was then reconnected to the newly implanted crt-d and pacing was successful. The device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
.

Event description:
Additional information was received indicating it was presumed that the rate/sense pin was not completely inserted on the first attempt. This system remains in service. No adverse patient effects were reported.